Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Patient status post synfix implantation returned to surgeon for post op visit. An x-ray showed one screw backing out of the implant and one screw was broken. Surgeon reported the patient was not complaining of any pain and some healing was noted. Surgeon removed the hardware. This is two of three reports for this event.